Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their doctor and was diagnosed with a infection. The pod was worn between 4 and 24 hours on the abdomen. The pod was removed and puss poured out of the wound. The patient reported to have finished a medication that was given to them to treat the site. No further details to report.